Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred and the pump wake button was unresponsive. Contact/customer declined to provide further information and declined to perform a pump system check with tandem technical support. There was no reported impact to customer's blood glucose.